Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed the pre-use check (puc) - pressure transducer test. The ventilator was investigated onsite by our field service engineer (fse), expiratory channel printed circuit board (pcb) was found to be defective and the fse resolved the reported failure by replacing it. The ventilator passed all functional and safety test and was cleared for clinical use after that. Can't be confirmed in logs due to logs not provided. The returned pcb has been tested in a ventilator for over 48 hours, in our ventilator laboratory. Tests included ventilation with a test lung and numerous pucs, the issue could not be reproduced. Expiratory channel printed circuit board is part of subsystem breathing bre. The main functions are expiratory flow measurement and expiratory cassette handling. Expiratory flow measurement is performed by the flow-meter in the cassette. It's connected to the cassette via expiratory channel connector printed circuit board. The root cause for the reported issue could not be determined.

Event description:
Manufacturers reference ID: (B)(4).